Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2017. One ls1037 was received for evaluation. Visual inspection found no defects. The investigation found that the jaws opened and closed normally using the handle. The device was recognized when plugged into the generator. Finally, the device was activated multiple times on a simulated tissue with acceptable results. The investigation found the device to function normally and within specifications. An unrelated failure was found during the investigation: the knife was damaged. The additional findings did not contribute to the reported condition. The knife cut was tested on a silicone test strip with unacceptable results. Due to the poor cut the blade was inspected under magnification and blade had fractured at the weld. The damage is consistent with forcing the knife into the back of the seal plate. The investigation identified the root cause of the additional finding to be mishandling by the user. The IFU states, do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. No trend has been identified. No corrective action is required, because no trend has been identified.

Event description:
The customer reported the ligasure device would not activate. Upon receipt of device for investigation on 01/31/2017, it was noted that the knife blade has fractured and a piece of the blade was missing, not returned with the device. The customer was contacted and reported that no pieces of the knife blade were seen during the procedure. No patient injury was reported by the site.